Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was several times since implant the pts therapy would turn off on it's own. Patient noted the therapy did not always keep their pain level low and they did not know if that was their fault. The day before yesterday the patient was at 100% and now it did not hold a charge very long, it might not be 24 hours. Patient wanted to have the device taken out because it was driving them crazy. During call patient service walked patient through turning therapy back on. Agent reviewed to start recharging once the implant has reached around 30% . The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Patient was concerned because they seem to have to charge at least every 24 hours. They didn't have time to charge yesterday and noticed their stimulation turned off, so they inquired on how to turn that back on; agent reviewed information. While on call, the patient was charging and had gotten up to 10%, then 20%. Patient said on wednesday night they had charged the implant to 100%, but today it had gotten so low that therapy turned off. Agent reviewed they may want to follow up with their hcp to meet with a rep for reprogramming to see if charge frequency could be more spaced out while still alleviating their symptoms. Patient stated she is able to adjust the intensity and everything is working. Patient called back stating they needed help adjusting stim. Agent walked caller through trying to connect with the my stim app and patient was in an active recharging session (ins was 90%). Agent reviewed with caller that in order to increase stim we will have to stop charging. Caller stated that is fine. Agent walked caller through connecting to the app; turning stim on (it was off as it likely discharged) changing groups and increasing intensity. Caller stated they had been having pain again. Agent reviewed if therapy adjustment does not resolve; follow up with hcp.

Manufacturer narrative:
B5: added missing information. H5: added ime code per the added information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient was still having the same issue and it seemed hard to get to levels to help with the pain. The patient stated it was not working for them. The patient was having issues getting connected, they were in pain and needed to increase. The patient stated they were going to contact a manufacturer representative.